Event description:
The customer reported that the jaws of the device would no longer open while on tissue. The device was transected out of tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.